Event description:
Pt was implanted with nail and plate constructs on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Pt was treated with implanted antibiotics beads. This is the 4th report of 22 for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The mfg records were reviewed and no complaint related issues were found.